Event description:
Unable to deflate indwelling to foley catheter balloon. After multiple attempts to deflate balloon via aspiration only 2 few drops of fluid removed. Foley tubing cut, aspiration attempted with 1 cc of fluid removed; guidewire pushed with additional 1cc of fluid removed. Urologist contacted foley balloon, punctured by transurethral technique. Plunger in syringe "exercised" prior to aspiration as recommended by bard and syringe MFR.